Manufacturer narrative:
Product analysis #296103467:¿ equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the react-68 catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the react-68 catheter hub. The react-68 catheter body was found damaged (stretched) at ~9.5cm, ~5.5cm, and ~1.5cm from the catheter distal tip. In addition, the react-68 catheter body was found damaged (stretched) at the catheter distal tip. Liner delamination was noted within the react-68 catheter distal tip inner lumen. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ report was confirmed as the react-68 catheter body was found damaged (stretched) at multiple locations. The catheter can become damaged if advanced or retrieved against resistance. However, the cause of the catheter damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician opened the react catheter and found that the react tip was bent so the physician didn't use it. The react and any accessories were prepared as indicated in the instructions for use (IFU). The react was flushed as indicated in the IFU. No patient was involved. Additional information received reported there was no damage or evidence of tampering to device packaging.